Event description:
The distributor reports incident in which microbubbles were formed in the extracorporeal circuit and the hemodialysis machine air detect alarm failed to activate. A stream of microbubbles passed the air detect sensor and may have been administered to the pt causing shortness of breath. Pt was placed in trendelenberg position and administered oxygen. Blood volume in the tubing set was discarded resulting in ebl = 145cc. The actual bloodline was discarded at the time of the incident. No problems or defects were observed by staff on the bloodline. Treatment was resumed 30 minutes later with a new setup and completed without complication. The machine manufacturer issued recalls for this issue in march 2004 (recall # z-0758-04) and december 2004 (recall # z-0367-05). The reported event is a machine related problem that has been identified by the machine manufacturer and communucated to FDA and all machine users. Additionally, the machine manufacturer installed upgraded air detect sensors on all machines at this facility in reponse to multiple similar incidents.